Event description:
Reporter indicated a vns flashcard took over two hours to download the software in to a vns handheld hp jornada computer. The handhald computer and flashcard were returned for product analysis. Analysis of the handheld computer yielded no anomalies. Analysis of the flashcard identified that the cause for the error messages is associated with corrupt cyberonics.cdb and cyberonicsbu.cdb databases. The most likely cause for the database corruption is associated the database migration being interrupted inadvertently during the v7.1 upgrade.